Manufacturer narrative:
Email received by vanderbilt university medical center, with additional information related to this incident. It was reported, "the tip of a syringe broke off and got stuck inside the lumen of a pigtail catheter." Reporter confirms the incident occurred (B)(6) 2020. Reporter states, "the pigtail catheter was removed and a new one was replaced. The patient was under general anesthesia, no more medication was needed." Reporting facility has indicated that the syringe, pigtail, and lot number of the pack are all available for return and evaluation. Currently awaiting investigation results. No further information. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, "the tip of a syringe broke off and got stuck inside the lumen of a pigtail catheter."